Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline confirmed the reported cosmetic damage. Additionally, a correlation between the device and the reported events could not conclusively be established through this evaluation. The submitted log file contained data from 12oct2019 through 15oct2019 and captured the pump speed remaining above the low speed limit for the duration of the file. The pump appeared to be functioning as intended. A distal-end driveline replacement was performed on 18oct2019 and approximately 18.5¿ of the external portion of the driveline was returned for evaluation. The pins of the metal connector appeared free from deformation. The replaced driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts, even with manipulation of the driveline. Clear rescue tape was observed on the outer silicone jacket at approximately 1.5-3.5¿ from the metal connector. Removal of the rescue tape revealed tears in that location; however, no damage to the bionate layer was identified. Visual inspection of the metal braided shield revealed breakdown indicative of normal wear for the duration of use on the distal portion of the driveline. The underlying wires appeared overall unremarkable with only some minor kinking noted. Microscopic inspection of the wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the driveline segment. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. Multiple requests for additional information regarding this event were sent to the account. No further information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The hmii lvas IFU and patient handbook contain information on how to care for the driveline. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. Both documents provide important information regarding the heartmate batteries, including monitoring battery charge level and replacing depleted batteries. Both documents also outline battery charge levels, the fuel gauge display, visual and audible alarms, how to respond to such events, and how to exchange power sources. These documents explain that patients must always connect to the power module/mpu for sleeping or when there is a chance of sleep. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Description of event or problem: correction.

Event description:
The account communicated that the patient's aortic valve is over sewn. The patient is currently in the ICU after a procedure yesterday. Additional information was requested but not provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had rescue tape on their drive line. Upon further review of the drive line the sheath was torn and the wire underneath was discolored. The patient underwent a drive line replacement on (B)(6) 2019. No additional information was reported.